Event description:
It was reported on (B)(6) 2014, the patient had the first episodes when she was sleeping on the left side or a different position and her right leg was ¿like a dead leg and for whatever reason the right leg would lose a lot of sensation and was so weak that she could drag it around.¿ the patient¿s pain and numbness in the leg had progressively gotten very worse over the last month. The patient had four to five episodes and had enough, so went to the emergency room (ER) on (B)(6) 2014. The patient was sleep deprived because she was ¿scared to death¿ that something very bizarre was going on, meaning certain positions she was sleeping in ¿she lose and right leg was a dead leg.¿ the patient had a lumbosacral spine magnetic resonance imaging (MRI) on (B)(6) 2014 and it was negative for disc, catheter, and other issues that could have caused this. The patient was not concerned about the catheter, but more concerned about the pump itself in her stomach because she was very heavy and had lost weight. It felt like the pump ¿dropped¿ and she was wondering if the pump was impinging on a nerve in the leg. The patient had spoken to the healthcare provider (hcp) in detail last night. It was further reported the patient was six months status post pump and catheter revision {refer to manufacturing report #3004209178-2014-24404}. The cause of the event was not determined yet and the event was attributed to the pump and catheter, but the issue was unknown. The patient was not recovered and the symptoms/issue was ongoing. The pump was being used to deliver bupivacaine and morphine. The cause of the event, interventions, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient wanted the pump and catheter explanted despite reassurance. A procedure was scheduled for the end of (B)(6) 2015.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).